Manufacturer narrative:
A report was received that the needle of an 120cm outback elite re-entry catheter deployed through the shaft of the catheter and not through its¿ needle port and that the nosecone was ¿almost completely separated.¿ the device was removed with no reported patient injury. Attempts to obtain further details regarding the patient, vessel characteristics or procedural details have been unsuccessful. One non-sterile outback elite 120cm re-entry was inside of a plastic bag with the outer shaft separated 2.5cm from the distal tip and the coil wire unraveled/stretched. In addition, the distal tip of the cannula needle was noted to be protruding from the separated shaft. Sem analysis of the outer shaft revealed evidence of elongations at the areas of the separation suggestive of tensile forces; while the braid wire presented evidence of ductile dimples and plastic deformation. These findings could be related to stretching/pulling events, surface characteristics and to tensile, compression or torsion overload. Functional testing could not be performed due to the damaged condition of the returned device. However, the handle deployment was slid back and forth and was thereby able to retract and deploy the cannula needle as expected. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter tip/distal tip ¿ fractured-separated/in patient¿ event was confirmed based on the results of the visual analysis. The reported ¿cannula/needle ¿ deployment difficulty-through shaft¿ could not be properly evaluated based on the condition of the returned device. The exact cause of these events could not be conclusively determined. However the results of the sem analysis suggest that procedural factors may have contributed to these events. The product instructions for use (IFU) cautions the users that excessive calcification at the site or re-entry may impair performance. It instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. In addition, the IFU instructs users that if resistance is felt during cannula deployment, they are to not apply unnecessary forward push on the device since this may result in damage to the cannula tip and/or separation of the cannula tip. To retract the cannula tip, users are instructed to fully retract the handle deployment slide until it stops. Users are to then release the handle deployment slide button to lock the deployment slide in the retracted position. They are to ensure that the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the results of the product analysis, tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was determined that an additional event required reporting, cannula-deployment difficulty through shaft as noted in the event description that was provided in the initial report. (B)(4). Analysis of the device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.

Event description:
It was reported that the needle of an outback elite deployed through the catheter, not through needle port during use in the patient. The nose cone was almost completely separated. There was no reported patient injury and the device will be returned for analysis. The preliminary evaluation of the returned device indicates it was received damaged with the needle protruding.